Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the patient was unable to provide a strip lot number, in-house testing with reserve product from the same lot and a review of manufacturing records could not be performed. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016 the patient reported receiving an error 141 followed by an unexpectedly high inratio inr result= 7.4. Therapeutic range: 2.5 - 3.5.